Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product manager contacted boston scientific's technical services. The product manager had been speaking with a clinician who reported that this patient's device and electrode were explanted due to infection.